Manufacturer narrative:
Dates estimated. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of occlusion is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional supera device is being filed under a separate medwatch report number.

Event description:
It was reported that two supera self expanding stent (ses) were implanted in 2018. Reportedly, the stents became occluded due to the physician implanting the second stent with an overlap greater than 1 cm as indicated. It is unknown if the occlusion was treated. No additional information was provided.